Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional for a clinical study, via a manufacturer representative reported cutaneous excoriations with bleeding and purulent flow at the right electrode scar zone. Diagnostics and troubleshooting included exploration of the scar under general anesthesia to see any infection and the collection of a skin sample. There was no infection found. Interventions included local drug application.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.